Event description:
The reporter stated that she performed a blood glucose test in the afternoon around 3pm, unsure of the result. The reporter stated she took 80 units of insulin and about 3 hours later she was out of it. Paramedics were called and she was treated with an IV. The reporter was taken to the hosp where her blood glucose was 47mg/dl. The reporter stated the drug store gave her the incorrect insulin prior to this incident. A request was made for the return of the suspect device and replacement product was sent.